Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07090. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat recurrent vaginal prolapse and mesh was implanted. It was also reported that post implantation, the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, urinary problems and organ perforation. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-07090. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat cervicovaginal prolapse and hypertrophic cervical elongation. It was reported that the patient had the concurrent procedures of a laparoscopic sacral colpopexy, trachelectomy, and cystourethroscopy performed during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.